Event description:
It was reported the catheter could not be removed through a 7fr introducer. The catheter only was removed and replaced with a competitor's to complete the procedure without pt injury or complications.